Event description:
During a follow-up in clinic, it was noted that parameters had changed since the previous follow-up in clinic due to dislodgement of the right atrial (ra) lead. During the lead revision, the helix was unable to extend. The ra lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, high pacing lead impedance, failure to capture and movement of the steroid plus. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported events of helix mechanism issue and movement of the steroid plus were confirmed, but the reported events of high pacing lead impedance and failure to capture were not confirmed. The steroid plug was found to be shifted towards the distal end of the helix which could be the cause of the reported event of a silicone that come out from the top. After cleaning and applying torqued to the connector pin, the helix could be extended and retracted. The helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage.

Event description:
Additional information received indicated that high pacing impedance and high capture threshold resulting in a loss of capture was noted on the right atrial lead.